Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the customer was unable to perform x-rays due to a low storage space error received on the system. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary diagnostic procedure was delayed and completed by restarting the system. The philips remote service engineer (rse) examined the system remotely and confirmed that the due to low storage error unable to perform x-ray. The rse advised the customer to restart the system, but the issue persisted. The philips field service engineer (fse) went onsite and identified that the image processing pc(ippc) was intermittently not linking with host pc, which resulted in hard disk database issues during fluro and exposure. The fse also confirmed that the ippc was faulty and replaced ippc, hard disks and recreated the image. However, the cause of the ippc failure could not be conclusively determined by the supplier's part analysis. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1151-2024). After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.